Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using u-500 insulin with the pump. Tandem customer technical support informed customer that u-500 insulin is off-label per the user guide. Additionally, during troubleshooting the cartridge was leaking and an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump. The customer changed the pump supplies to address the ongoing occlusions and cartridge leaking issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.